Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported that the adc device is no longer charging therefore, they were unable to obtain glucose readings. As a result, the customer experienced a seizure and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and glycogen was provided by both non-healthcare professional and healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Section d4 (serial number) was updated from (B)(6)to (B)(6). This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported that the adc device is no longer charging therefore, they were unable to obtain glucose readings. As a result, the customer experienced a seizure and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and glycogen was provided by both non-healthcare professional and healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.